Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed a pseudomonas driveline infection. The pt was given oral antibiotics. It was also reported that the pt has chronic obstructive pulmonary disease and was administered 8 liters of oxygen. The pt remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.